Event description:
May 2006 patient's family member reports patient recently passed away. Patient was found on floor, expired, 2006 (date of death unconfirmed) this is the date patient was found by the family member). Hcp office contacted but no information available at the time of this report. Autopsy is being performed and death certificate is still pending. The device has not been returned to the manufacturer for analysis and it is unknown if the device has been explanted.